Event description:
It was reported that patient underwent a procedure utilizing a modular cup inserter on (B)(6) 2010. During the procedure, the cup inserter broke while the doctor was impacting the cup. Another cup inserter was available to complete the procedure without delay or injury to the patient.

Manufacturer narrative:
Corrected data: device from same lot was not evaluated. This report filed (B)(6) 2010.

Manufacturer narrative:
Review of receiving certificate of conformance showed that lot had no recorded anomaly or deviation. Evaluation of the instrument found that it appeared to be manufactured correctly and used correctly. The instrument was used by a very high volume surgeon for the last three years and shows signs that it has been used many times. It is possible that after three years of extreme use, the handle reached the fatigue limit and broke. (B)(4).

Event description:
It was reported that patient underwent a procedure utilizing a modular cup inserter on (B)(6) 2010. During the procedure, the cup inserter broke while the doctor was impacting the cup. Another cup inserter was available to complete the procedure without delay or injury to the patient.